Manufacturer narrative:
Investigation results: vigilance investigator carried out the pictorial documentation visually and microscopically. The ceramic inside the instrument is fractured, one fragment was provided separately. The function is given with restrictions, the broken ceramic makes the jaws wobble. The area of the ceramic breakage exhibit no unusual structural conditions, no pores inclusions or foreign bodies could be found. Distal end of pm600201 is slightly bent, most likely caused by leverage during handling. No deviations could be found neither at the handle nor at the cable. There are no similar complaints against the same lot number(s) with this error pattern.most likely, the ceramic breakage was caused by a mechanical overload situation like torsion or leverage during application or a drop during handling. According to IFU, this kind of instrument is designed for delicate use only. According to the 8d report no CAPA was necessary.

Event description:
It was reported that there was an issue with pm438r-jaw ins.bip.maryland diss.fen.5/310mm. According to the complaint description, it was reported that by the end of the surgery, the doctor noticed that the bipolar was damaged. It is unknown if it was damaged before the surgery. Doctor checked the inside of the body, but could not find it at that time. The surgery was completed. Revision-surgery was (B)(6) 2020. Debris was found in the patient's body and removed. After the surgery, the patient's condition is stable and will be discharged from the hospital for several days. A revision surgery was necessary. Additional information was not provided nor available / was not available. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Involved components (aufführen in d11 + c2). Gn133-bipolar cable 28.6mm-unknown. Pm450r-handle for bipolar instruments-unknown. Pm973r-insulated outer tube 5/5mm 310mm-unknown.